Event description:
The customer reported that no 12 lead ECG signal was captured for the patient. It was confirmed that there was no patient incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the patient. It was confirmed that there was no patient incident/injury and that the involved defibrillator passed all testing. The initial evaluation of the cable by a philips field service engineer (fse) indicates physical damage to the cable. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.